Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the first obtuse marginal (1st om) with heavy calcification. Pre-dilatation was performed at the target lesion when a perforation occurred. Therefore, the 2.80x19mm graftmaster covered stent was attempted to be advanced toward the perforation; however, the graftmaster could not cross due to anatomical challenges and the catheter shaft became kinked. The graftmaster was removed from the patient and a new graftmaster covered stent was advanced and successfully implanted to treat the perforation. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.